Event description:
The pump was returned for processor hardware failure (linux core). Upon return, the device started up with double yellow pump alarm. Investigation found battery packs not connected. Connected battery packs and yellow alarm did not occur. Log files indicate processor hardware failure (linux core). Som module will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "pump sn: (B)(6) keeps beeping with red light flashing when not even powered on. Trying to download logs but unit will not even power up. Logs provide and removing the batteries as it will not stop alarming even when powered off." Patient harm: no. A preliminary review identified the following issue: processor hardware failure (linux core) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.